Event description:
Reporter complains of hot & cold sweats. Severe chest pain, panic attacks, asthma, muscle pain, sores in mouth, "lymph nodes", cold or hot hands and feet, rashes, sleep disturbances, hypersensitivities, night sweats, constant sore throat "cognitive", teeth, thyroid, food allergies, numbness, tinnitus, spasms, memory loss, shortness of breath, brain fog, purple hands, atypical connective tissue disorder, getting lost within miles of home, "red & brown spots", headaches, sick stomach, stomach pain, bowel & bladder problems, "eyes-vision-constant."